Event description:
It was reported on follow-up that there was actually not any patient impact or injury associated with this event. Per the international sales supervisor, "this was most like an error, since there was no patient injury and any complications associated with this event." In absence of injury, this event would not be FDA-reportable.

Event description:
It was reported that the shaver's finger wheel didn't work, but shaver was moving and suction was working. Patient injury. Patient was discharged from the clinic recovered. No other details were provided about the patient injury or the event.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product has not been returned for analysis. Method: no testing methods performed.

Manufacturer narrative:
It was reported on follow-up that there was actually not any patient impact or injury associated with this event. Per the inter national sales supervisor, "this was most like an error, since there was no patient injury and any complications associated with this event." In absence of injury, this event would not be FDA-reportable. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.